Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 155 previously reported events are included in this follow-up record. Product return status 25 devices were received. 130 devices were evaluated in the field.

Event description:
This report summarizes 155 malfunction events in which the device had paint chips missing. - 155 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 155 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 156 reported events are included in this follow-up record. Product return status 154 devices were received. 2 devices were evaluated in the field.

Event description:
This report summarizes 156 malfunction events in which the device had paint chips missing.156 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 155 events were reported for this quarter. Product return status: 23 devices were received. 123 devices were evaluated in the field. 9 device investigation types have not yet been determined. 155 devices were not labeled for single-use. 155 devices were not reprocessed or reused.

Event description:
This report summarizes 155 malfunction events in which the device had paint chips missing. 155 events had no patient involvement; no patient impact.